Event description:
It was reported that the patient noted increased pain and withdrawal symptoms. The pump was approximately 4 months from reaching eri. The event logs were obtained and reported a motor stall occurred on 2013 (B)(6), followed by a tube set message on 2013 (B)(6), and then there was a motor stall recovery on 2013 (B)(6). There were no patient symptoms or therapy issues reported associated with this alarm event and no further pump alarms documented. Due to the pump being close to eri, they were working on scheduling the replacement. It was later reported that the motor stall recovery was on 2013 (B)(6). There was a second stall on 2013 (B)(6) and had yet to recover. It was again noted the pump was due to be replaced. Programming options were discussed. The pump system was being used to deliver sufentanil. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703 lot# j94142131, implanted: 1994 (B)(6); product type catheter. (B)(4).